Event description:
The customer called to report a button error alarm followed by a frozen screen. Troubleshooting was performed and the problems continued. The reported blood glucose reading was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen or button error alarm due to the blank display.